Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device kept running after the trigger was released. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. .

Manufacturer narrative:
(B)(4): the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as aug 18, 2010. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and the reported condition was duplicated and confirmed. The assignable root cause was determined to be most likely due to internal motor or electronic control unit failure due to immersion during cleaning which is user misuse and / or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.